Manufacturer narrative:
Additional information provided: a.2, a.4, b.5, b.7 & d.11.

Event description:
It was reported that a 24-hour infusion of ammonul 5,000mg/200ml was programmed at a rate of 8.33ml/hr and began at 1:30am. It was noted that the volume infused at 2:05am was 5.25ml. The nurse went back to patient's room at 2:30am and discovered that the medication bag was completely dry. The pump was stopped, removed out of service, and was sent to biomedical engineering. The tubing was discarded. Because of the event, the patient sustained low blood pressure, which required increased monitoring. It was then reported that the patient is doing well and had no major problem. The hospital's biomedical engineer reviewed the device logs and found no programming error. The device was tested for rate accuracy and was returned to service. It was noted that the bezel was replaced in 2019.

Manufacturer narrative:
Additional information added to: d11. The report of an overinfusion of ammonul was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event; the infusion was programmed as a basic infusion at the reported 8.3ml/hr. The pcu event log shows pump module s/n (B)(6) was in use and infusing a basic infusion at 8.3ml/hr (originally programmed at 4:12 pm on (B)(6) 2020) and recorded 15.827ml infused between 12:24 am and 2:21 am on (B)(6) 2020. A review of the device error logs found no errors during the time of the reported event. At 12:24 am on (B)(6) 2020, the user changed the vtbi to 16ml. At 1:26 am, the infusion was paused and then the device alarmed for flo stop open for 2 seconds. The door was closed and then the device was channeled off. Six seconds later, the user selected the device and restored the infusion running at 8.3ml/hr. The user changed the vtbi to 200ml and started the infusion. At 2:21 am, the infusion was paused and then the device was channeled off. The volume recorded as being infused during this time was 15.827ml, with 7.151ml recorded between 1:29 am and 2:21 am. The root cause of the reported overinfusion of ammonul was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 24 january 2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a 24-hour infusion of ammonul 5,000mg/200ml was programmed at a rate of 8.33ml/hr and began at 1:30am. It was noted that the volume infused at 2:05am was 5.25ml. The nurse went back to patient's room at 2:30am and discovered that the medication bag was completely dry. The pump was stopped, removed out of service, and was sent to biomedical engineering. The tubing was discarded. Because of the event, the patient sustained low blood pressure, which required increased monitoring. It was then reported that the patient is doing well and had no major problem. The hospital's biomedical engineer reviewed the device logs and found no programming error. The device was tested for rate accuracy and was returned to service. It was noted that the bezel was replaced in 2019.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the anumol with intended dose of 5000mg/24hours, rate of 8.33ml/hour, over infused. New bag was hung at 0130 with volume to be infused (vtbi) of 200ml. At 0205, the volume infused was 5.25ml. The clinician went back at 0230 and saw patient was moving and anumol bag was completely dry. Pump was stopped, patient was doing well, no major problem, with vital signs stable, but blood pressure was a little low. Per customer the pump was one of the units that had the bezel replaced in 2019. Event logs were checked and confirmed that the pump was programmed properly.